Event description:
It was further reported that in (B)(6) 2009 the patient reported frequent nose bleeds. The patient complained of frequent nosebleeds extending into (B)(6) 2010. The physician terminated antiplatelet therapy and prescribed aspirin only. At the 6 month follow-up the patient had no angina symptoms.

Manufacturer narrative:
(B)(4).

Event description:
(B) (6). It was reported that following a coronary artery stenting procedure, the patient experienced anemia. The lesion being treated was located in the mid left anterior descending artery (mid lad). The physician implanted a 2.75x12mm taxus liberte stent in the target lesion. Less than 24 hours after the index procedure the patient experienced anemia. The physician treated the anemia with a blood transfusion and medication (noradrenalin). The physician stated the cause of the anemia was bleeding from the puncture site. The event is listed as ¿resolved¿.

Manufacturer narrative:
Device evaluated by manufacturer:the batch number is unknown therefore a review of the manufacturing documentation could not be performed. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4)